Event description:
The cover of an advia centaur xp instrument fell onto an operator, hitting her back. There are no reports that medical intervention or treatment was required. When the operator was asked if she was alright, she responded that she was.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that items such as sample racks and books had been placed on the instrument cover, adding extra weight to the instrument cover. The cse advised the customer to remove items from the instrument cover prior to opening it. This instrument is performing according to specifications. No further evaluation of this device is required. Siemens healthcare diagnostics has investigated the occurrences of advia centaur xp instrument covers falling during maintenance procedures. When the instrument cover is raised, the cover is supported by a gas spring attached at the middle of the cover. Over time, the gas spring may lose its effectiveness and fail to support the cover in its full or partially open position. This may lead to the cover falling during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 10817522 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. Customers outside of the united states were sent urgent field safety notice (ufsn) 10817521 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. The umdc/ufsn provides guidance to customers by explaining actions to avoid injury and to contact their siemens technical support representative if the cover cannot stay partially raised. Siemens technical support representatives will be routinely inspecting gas springs on regular preventive maintenance cycles or service visits.